Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.